Event description:
During a polypectomy after approximately ¾ of the polyp was removed, the physician was unable to complete the procedure because they were unable to remove the snare. They were also unable to remove the polyp and no cautery was seen. They were still unable to remove snare. Once the absence of cautery was confirmed, the snare wire was cut at level of instrument channel cap. 12. Forceps were used to manipulate the snare loop in attempt to free the wire from the polyp. The physician was unable to free the wire. The physician manipulated the wire using biopsy forceps to try to remove the snare wire loop from the polyp site. After multiple attempts the physician was able to successfully remove the wire from the polyp.